Manufacturer narrative:
Three (3) single-use devices were received for evaluation. The three actual samples were returned to the plant containing approximately 190ml to 250ml of fluid in the bladder. When the luer cap was removed from the three samples, no evidence of flow was observed coming at the distal end of the luer. Further examination of the luer revealed the cause of the flow problem was due to a series of air bubbles blocking the fluid path inside the luer. The reported condition was verified. The cause of the air bubbles could not be determined. Four (4) companion samples were also received for evaluation. For the four companion samples, a functional flow rate test was performed and the flow rate of the companion samples was found to be within product specification and there was evidence of continuous flow. The reported condition was not verified for the companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. It was reported that two large volume infusors would not flow during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.